Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced high blood glucose level of 406 mg/dl. The nurse did not perform high blood glucose reading. Customer had diabetic ketoacidosis. The nurse reported that the insulin pump also had failed battery test and the insulin pump stopped working. Insulin pump will not be returning for analysis.